Event description:
A pt reported experiencing inaccurage erratic results with a lifescan meter. The pt's blood glucose results were 51mg/dl, 163mg/dl. Tests were done within 2 minutes with a difference of 93%. Pt did not experience any adverse events. No further info has been reported.